Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient is having skin irritation. The skin irritation is with the 72r electrodes. The patient reports their skin was red and itchy, and there were no blisters, but there was some swelling. The irritation was only under the electrodes. The patient used a new set of electrodes every other day and showers every other day. The patient rotated the electrodes each time they changed them, which was every other day. The patient used soap and water to clean, with no wipes. The patient does not have sensitive skin or allergies, but they do have seasonal allergies. The patient used calamine lotion on the affected area. They do not take blood pressure medication. The patient reports they saw a dermatologist regarding the irritation, and the doctor prescribed triamcinolone ointment 0.5% topically. 63b electrodes have been sent to the patient. The patient will pause treatment until their skin clears, and then perform a time test with the 63b electrodes provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device not was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends.

Event description:
It was reported by the sales rep that the patient is having skin irritation. The skin irritation is with the 72r electrodes. The patient reports their skin was red and itchy, and there were no blisters, but there was some swelling. The irritation was only under the electrodes. The patient used a new set of electrodes every other day and showers every other day. The patient rotated the electrodes each time they changed them, which was every other day. The patient used soap and water to clean, with no wipes. The patient does not have sensitive skin or allergies, but they do have seasonal allergies. The patient used calamine lotion on the affected area. They do not take blood pressure medication. The patient reports they saw a dermatologist regarding the irritation, and the doctor prescribed triamcinolone ointment 0.5% topically. 63b electrodes have been sent to the patient. The patient will pause treatment until their skin clears, and then perform a time test with the 63b electrodes provided.